Manufacturer narrative:
(B)(4). It was reported that at the beginning of a right idvt (idiopathic ventricular tachycardia) procedure, the catheter had flow but the physician noticed that there were high impedances. When the catheter was removed it was noted that there was a clot on the end of the catheter and there was no fluid flow. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. Since the catheter passed specifications, the root cause of the clot remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis is completed. (B)(4).

Event description:
It was reported that at the beginning of a right idvt (idiopathic ventricular tachycardia) procedure, the catheter had flow but the physician noticed that there were high impedances. When the catheter was removed it was noted that there was a clot on the end of the catheter and there was no fluid flow. The catheter was exchanged and the procedure was continued. There were no patient consequences. Three attempts were performed to obtain detailed information regarding the event and size of the clot with no success. Therefore it was decided to report this event.